Event description:
It was reported that during routine inspections the cardiosave intra-aortic balloon pump (iabp) had a possible spill and the customer is requesting a system checkout. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information:((B)(6), biomedical technician). A getinge field service engineer (fse) evaluated the iabp unit and performed a full calibration/checkout. The fse noticed saline residue in battery slot 2 but did not find anything wrong with the unit. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.